Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest pain. It was also noted that the patient experienced a pericardial effusion which was observed on an echocardiogram. Both the right atrial (ra) lead and the right ventricular (rv) leads were repositioned and remains in use. No further patient complications have been reported as a result of this event.